Manufacturer narrative:
An internal investigation of the production records was initiated to determine the cause of the malfunction. Investigation revealed that there was no device malfunction, and the concentrator functioned as intended. Inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported the patient experienced a house fire. Reportedly, the patient plugged the portable oxygen concentrator into a power strip. As a result, the patient was sent to the hospital for smoke in her lungs. In turn, the patient was stable at home.